Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) has confirmed that the both gel fire wires were broken in the dn component. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.